Event description:
It was reported that the customer experienced an elevated blood glucose level of "high" mg/dl although specific value was not provided; cause was unknown. The customer addressed the elevated bg with a manual injection of insulin and continued to use the pump for insulin delivery.